Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's electrode belt was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. As received, the belt failed incoming functional testing. Upon investigation, the distribution node (dn) to rear te cable was pulled from strain relief. The root cause for the damaged cable cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.